Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. A 3.50x16mm promus element ¿ drug-eluting stent was selected to treat the lesion but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed partially deployed stent and stent moved on balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the balloon had been partially inflated and the stent partially expanded. The expanded stent had moved distally on the balloon. No damage was noted to the stent. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. It was noted that the balloon had been partially inflated. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).